Event description:
Reporter indicated a patient's vns generator was replaced due to end of service. A battery estimate performed showed approx -0.4 years remaining on the battery. The explanted generator was returned for analysis. An open can measurement of the battery voltage verified that the battery was depleted. Supply current pulsing and supply current 1ma were over the limit on the post burn-in electrical test. After the r35 resistor was reselected, the device met the spec requirements of the post burn-in electrical test. The caged module was found to exhibit an out-of-limit (high) supply pulsing current and pulsing current 1ma. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower value, the caged module met all specs as defined by the post burn-in electrical test spec. The out-of-limit supply pulsing current and pulsing current 1ma could potentially be a contributing factor to the end of service, however, results of the battery longevity prediction confirm that the end of service condition was an expected event.